Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer, 5.1 5.2 were off the bus not showing up on the map. A field service engineer upon investigation, found that the drawer was still functioning when tested using the hardware test application. Further diagnosis revealed that the robot board cable on drawer 5.1 was only partially connected. Repaired the device by properly reconnecting all cables and ensuring they were securely seated. After completing the repair, ran a test using the hardware test application, and the device operated as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.